Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a ventralex patch occurred, however, medical records received and a review of these records identified another event. Based on the review of pts medical records, pt underwent repair of incision hernia with large ventralex mesh on (B)(6) 2008. Surgeon noted incision was made at top of previous laparotomy incision. On (B)(6) 2008, pt underwent additional surgical procedure of excision of ventralex mesh with repair of ventral hernia using collamend bioabsorbable mesh. Pt was readmitted to hospital on (B)(6) 2008 for probable wound cellulitis. At this time, there was no evidence of abscess or any condition requiring surgical intervention. However, a drain was placed and intravenous antibiotics were administered. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. See MDR 1213643-2009-00270 for info related to the bard ventralex mesh implanted on (B)(6) 2008.

Event description:
Based on review of the medical records provided by the pt's attorney: (B)(6) 2008 - pt underwent incisional hernia repair using large ventralex mesh. On (B)(6) 2008 - pt underwent excision of ventralex mesh and repair of ventral hernia using bard collamend bioabsorbable mesh. On (B)(6) 2008 - pt re-admitted to hospital for probable wound cellulitis. No evidence of abscess or any condition requiring surgical intervention. Drain in place, intravenous antibiotics. On (B)(6) 2008 - office visit. Drainage from overlying mesh. CT evaluation showed small rim of fluid. On (B)(6) 2009 - office visit. Chronic abdominal pain, periumbilical area, ultrasound findings, fluid collection over fascia, needle aspiration. On (B)(6) 2009 - office visit. Chronic abdominal pain, trigger point injection. On (B)(6) 2009 - office visit. Abdominal sinus tract drain. On (B)(6) 2009 - excision of sinus tract.